Manufacturer narrative:
(B)(6). Manufacturing date - june 20, 2016 june 22, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted a ruptured bladder which was microscopically examined with no signs of abnormality. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate device had a ruptured bladder during the filling process. There was no patient involvement. No additional information is available.